Manufacturer narrative:
Technical evaluation the devices involved in this event have not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the devices become available. As soon as further information and/or the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name:(B)(6), date of initial surgery: on (B)(6) 2024, body part to which device was applied: leg, surgery description: fracture treatment, patient's information: female, problem observed during: into treatment/post-operative, type of problem: device functional problem. Event description: the patient reports that, while getting into bed on sunday, (B)(6), the device holding the bar in place of the knee broke. The patient goes to the clinic and at that time notices that the three proximal patellas were also broken. The complaint report form also indicated: the device failure had no adverse effects on patient. The initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure an additional surgery was required. A medical intervention (outpatient clinic) was required: (B)(6) 2024. Copy of operative reports is not available, copy of x-ray images is not available, device was at its first use. Patient's current health condition: the devices were replaced with new ones and the patient is in the post-surgical recovery process. Further information received on 10 december 2024: the first incident occurred when the patient became tangled while attempting to get into bed and subsequently fell onto it, which resulted in the breakage of 3 clamps. The fourth clamp broke when the patient was seated and attempted to stand up. The replacement of these clamps was performed in the operating room under anesthesia, as per the decision of the attending specialist. Orthofix srl ref: (B)(4) distributor ref: light fix. Please kindly refer also to MFR report 9680825-2024-00068, MFR report 9680825-2024-00069, MFR report 9680825-2024-00070.

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 33010 batch b2187478 before the market release. No anomalies have been found. The original lot, was comprised of (B)(4) units, manufactured in year 2023. All of them have already been distributed to the market. According to orthofix srl historical records, no other similar notifications have been received for this specific device lot. Technical evaluation: in the event description provided by the user, four clamps were notified as broken, i.e. The patient became tangled while attempting to get into bed and subsequently fell onto it, which resulted in the breakage of 3 clamps. The fourth clamp broke when the patient was seated and attempted to stand up. Orthofix received from the customer five single clamps lightfix vista, code 33010, batch b2187478, for analysis. The five clamps were examined by orthofix srl quality engineering department. The devices were subject to visual check as per orthofix srl design and product specification. The visual check evidenced that two clamps are broken on the subcomponent "jaw up", reference code 330001 and the other three clamps are broken on the subcomponent "bush + jaw", reference code 330004. Other signs of damage are visible on the surface of the clamps. It was not possible to perform the dimensional and functional check as the clamps are broken. The involved devices were then sent to an external laboratory for further investigation and failure analysis. The failure analysis performed determined that the simultaneous fracture of all components resulted from static overload. The fractures occurred at the junction areas of the clamps, where stress concentrations were highest due to their geometry and their role in load transfer. Additionally, evidence of fractures caused by excessive compressive stress was observed in the clamping zones of the pins/screws. This finding highlights significant static stress at the clamp-bone screw junction. The simultaneous failure of multiple clamps suggests that the assembled external fixator was subjected to excessive overload or impact. Static overload failure is characterized by the rapid propagation of a crack under excessive external loading, without evidence of cyclic fatigue. Fractographic analysis performed using optical and scanning electron microscopy (sem) evidenced characteristic failure features, including: - mirror zones at the crack initiation sites, indicative of sudden and unstable propagation. - hackle marks radiating outward from the fracture origin, following the crack propagation direction. - absence of fatigue striations or progressive damage, confirming that the failure was not gradual but resulted from a single overload event. - absence of surface defects, imperfections, contamination, or coincidence with injection points, ruling out manufacturing defects or material non-conformities. Final comments: the failure analysis performed determined that the simultaneous fracture of all components resulted from static overload. Evidence of fractures caused by excessive compressive stress was observed in the clamping zones of the pins/screws. This finding highlights significant static stress at the clamp-bone screw junction. The simultaneous failure of multiple clamps suggests that the assembled external fixator was subjected to excessive overload or impact. Ft-ir analysis performed on the clamps material confirmed it is coherent with specifications, excluding material defects as the cause of failure. From the evidence collected, it can be concluded that the issue notified is related to a single static overload event. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: (B)(6). - surgeon's name: (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: leg. - surgery description: fracture treatment. - patient's information: female. - problem observed during: into treatment/post-operative. - type of problem: device functional problem. - event description: the patient reports that, while getting into bed on sunday, october 13, the device holding the bar in place of the knee broke. The patient goes to the clinic and at that time notices that the three proximal patellas were also broken. The complaint report form also indicated: - the device failure had no adverse effects on patient - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery was required - a medical intervention (outpatient clinic) was required: (B)(6) 2024 - copy of operative reports is not available - copy of x-ray images is not available - device was at its first use - patient's current health condition: the devices were replaced with new ones and the patient is in the post-surgical recovery process. Further information received on 10 december 2024: · the first incident occurred when the patient became tangled while attempting to get into bed and subsequently fell onto it, which resulted in the breakage of 3 clamps. The fourth clamp broke when the patient was seated and attempted to stand up. · the replacement of these clamps was performed in the operating room under anesthesia, as per the decision of the attending specialist. Orthofix srl ref: (B)(4). Distributor ref: light fix. Please kindly refer also to MFR report 9680825-2024-00068 follow up 1, MFR report 9680825-2024-00069 follow up 1, MFR report 9680825-2024-00070 follow up 1.